Event description:
It was reported that the patient received an uncommanded correction bolus of 0.65 units at 5:06am. The patient reported he does not remember programming this bolus and that it was not expected. He reported he was asleep at the time of the uncommanded bolus. The patient reported he uses the omnipod application on his phone and the phone was on his nightstand. He reported the last interaction he remembered with the application was the night before, he thinks close to midnight. Patient reported he has sleep apnea and has been very tired lately. He reported his alarm was set for 5am that morning and it is possible he programmed the bolus and went back to sleep, but he is unable to confirm as he does not remember programming the bolus.

Manufacturer narrative:
In the case description, the user mentioned receiving a 0.65 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files confirmed the delivery of a 0.65 u bolus on the date of occurrence. The audit log files show that the use cgm button was pressed twice and the confirm button was pressed before delivery of the 0.65 u bolus. Review of the engineering logs show that the bolus button was pressed twice before delivery of the bolus, opening up the bolus calculator on two separate occasions shortly before the bolus delivery. Logs then confirmed the press of the use cgm button during both instances of the open bolus calculator, loading a blood glucose value of 169 mg/dl into the bolus calculator each time. The logs show evidence that the bolus calculator was backed out of before a bolus was delivered during the first instance of the bolus calculator being opened, resulting in the home screen being generated again. During the second instance of the bolus calculator being opened, the logs show that the confirm bolus screen was navigated to, and the start button was pressed to begin bolus delivery. The bolus record shows that the bolus amount was 0.65 u delivered as a correction bolus with no carbs added or manual adjustments made to the bolus. The logs showed evidence of interaction with the controller to program and deliver the reported bolus. No evidence of an uncommanded bolus was observed in the available logs.